Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156775

Event description:
Voluntary medwatch received states the right atrial lead exhibited over-sensing noise. The lead was explanted.